Manufacturer narrative:
An investigation was completed to determine the cause of the reported event. Intuitive surgical, inc. (Isi) receive the da vinci product to perform failure analysis (fa). Fa visually inspected the force bipolar instrument and did not find any physical damage. The instrument was placed and driven on an in-house system. The force bipolar passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument grips opened and closed properly. The instrument grips were manually manipulated and passed the electric continuity test on three of three attempts. The instrument failed the energy delivery test on three of four attempts. It would initially hesitate to deliver energy, then would deliver energy after rearranging the grips. This indicates a broken conductor wire. The conductor wire was broken in a location not visible. Signs of arcing was observed. The instrument was not fully functional.

Event description:
It was reported that the force bipolar instrument was not working. There was no report of patient involvement.